Manufacturer narrative:
This report is being amended to reflect changes. No devices or photos were received; therefore the condition of the components is unknown. The device history record was reviewed and no deviations or anomalies noted. There are no other complaints related to high ion/laboratory levels failure mode for any of the devices related to this complaint. The surgical notes provided, dated (B)(6) 2009, stated that the tha was for degenerative joint disease. After reduction a complication was noted with obturator artery that had been damaged with significant blood loss encountered. The bleeding was brought under control. Final reduction was found to be stable. No further complication noted. With the information provided, a definitive root cause cannot be determined.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing pain. Lab tests revealed the patient was experiencing elevated cobalt and chromium levels. A revision surgery is scheduled.